Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular. Imdrf patient code e0506 captures the reportable event of bleeding.

Event description:
It was reported that a patient underwent a spaceoar placement procedure under general anesthesia on (B)(6) 2025, and subsequent radiation therapy was performed. In (B)(6) 2025 the patient experienced rectal bleeding and was seen by a gastroenterologist (gi). There appeared to be an air pocket in the patient's rectum. The physician was unsure if a rectal wall injection of the hydrogel occurred. The patient is scheduled for a second opinion and was prescribed antibiotics. The patient is currently not having any rectal bleeding or pain.